Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube has foreign objects a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the halo ring in the image was due to adhesive peeling around objective lens, streak of flare appears in the image. Olympus confirmed white foreign material in the jet tube. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the colonovideoscope had halo ring in the image. There was no patient involvement.